Event description:
On (B)(6) 2015, the reporter contacted animas alleging insulin reading on the pump showed 3 units remaining. It was reported a new cartridge and tubing were installed at 13:50. No additional information was provided and troubleshooting could not be completed. Several unsuccessful attempts have been made to contact the patient. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 03/08/2016-product analysis:the device was returned and evaluated by product analysis on 03/02/2016 with the following findings:the complaint could not be confirmed or duplicated with investigation. Review of the pump¿s black box revealed no evidence of the issue. Data relevant to the complaint was overwritten due to continued pump use. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The insulin remaining reading was accurate. The force sensor calibration was within specification. No damage was found to the force sensor components. Unrelated to the complaint, two battery compartment cracks were observed. The battery cap threads were damaged. The cap could not secure properly to the pump; a test cap was able to secure properly to the pump. Cartridge compartment damage was observed; the returned cartridge cap was able to secure properly to the pump.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 04/16/2015-additional information: on (B)(4) 2015, the reporter contacted animas to note a use error issue. There was no malfunction of the pump alleged or indicated. It was reported the patient most likely placed a used cartridge into the pump after a cartridge change; the reporter noted there have been no other issues with the pump. There is no indication that the product issue caused or contributed to an adverse event.